Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a sensor glucose of 120+mg/dl while the blood glucose value was 58mg/dl. No treatment was mentioned for the low. Customer troubleshooted the sensor issue but did not troubleshoot the low. Pump was likely used within 48 hours of the low since customer wanted something to be done to her pump for the sensor issue. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 120 mg/dl, and the blood glucose value was 58 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 62 mg/dl. The customer experienced hypoglycemia. The event involved product(s) unomedical, mmt-1884, mmt-332a, and mmt-7040a. Troubleshooting was not performed for the low blood glucose. Troubleshooting was partially performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.